Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a failed press fit pin involving a triathlon instrument was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the provided photographs confirmed the event. The pin was dissociated from the device body. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices manufactured into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the subject device has been identified as within the scope of nc. A supplier manufacturing nonconformance has been identified and investigated.

Event description:
N. B., from distributor (B)(4), reported the following event: "further to (B)(4), after inspection of part reference 6541-1-723, we could observe the disassociation of the cross pin from the action triggers of the triathlon distal capture assembly (if we push one of the screws with a peak, it goes completely out of its position / the second sinks a little but is still welded)."

Event description:
(B)(6) reported the following event: "further to (B)(4), after inspection of part reference 6541-1-723, we could observe the disassociation of the cross pin from the action triggers of the triathlon distal capture assembly (if we push one of the screws with a peak, it goes completely out of its position / the second sinks a little but is still welded)..."